Event description:
Baxter (B)(4) received a report that an infusor was "not functional - it failed to pump" which occurred "during / after use". The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury or adverse reaction in association with this event. The facility did not have information regarding medical intervention being necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received eleven unused samples for evaluation. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of abnormality that could have caused the reported condition. A functional test showed that flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as these are single-use devices which will be discarded. No other observations were noted on the units. The actual device was not returned; however, eleven unused sample from the same lot as the reported device were returned to baxter for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.